Event description:
It was reported that a patient underwent an open ventral hernia repair and abdominal wall reconstruction on (B)(6) 2011 and suture was used. On (B)(6) 2011, the snapping of suture was heard and the surgeon could visually see bowel in the subcutaneous layer. The patient underwent a second procedure and the surgeon noted that the sutures had popped along the margin of the mesh. The mesh was fixated with suture and the patient is currently fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01467. The same patient is represented in each medwatch.